Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient had turned the device off because it never worked for them. The caller stated they had never turned it back on but about 2 weeks ago they started having pain. The caller stated it was uncomfortable and hurting on their left side and rectum. The caller stated they tried turning the device down and off but they still had pain, and it was really uncomfortable when they were walking. The caller stated they ¿made the mistake¿ of putting the ins on the left side when it was supposed to be on the right. The caller stated they had not had any falls or trauma. The caller was sent healthcare provider listings and were advised to follow up to address their symptoms. No further complications were reported.